Event description:
Procedure: left immediate superior gluteal perforator flap breast reconstruction. According to the reporter: surgeon was dissecting artery when he used the small clip applier and it lacerated the artery. Later, it happened a second time. No pt injury or tissue damage. Medical condition -breast cancer.